Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have previously changed the circuit.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a severe occlusion alarm. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.